Event description:
It was reporting that a pacing wave pattern does not appear.

Manufacturer narrative:
One 5f pacel bipolar pacing catheter (flow directed) was received for evaluation. The associated syringe was also returned. The catheter was visually and dimensionally inspected and functionally tested. A clear substance similar in appearance to tape residue was noted at multiple locations on the catheter shaft. No visual anomalies were noted. The catheter was electrically tested. An open circuit existed between the "(-) distal" pin and the tip electrode, and between the unmarked pin and the ring electrode. There was no indication of shorted, crossed, or intermittently open circuits. Additional testing revealed that both circuits were open within the bifurcation at the point where the wires penetrated the shaft wall and entered the lumen. The mating ends of each wire were microscopically inspected: three of the four ends had a conical shape, consistent in appearance with stretching to the point of fracture; the fourth end was not visible within the exposed insulation. The catheter shaft measured length was above specification, consistent with the above test results. The overall device condition was consistent with catheter shaft stretching and subsequent conductor fracture within the bifurcation. Review of the device history record confirmed this batch met manufacturing requirements prior to shipment. Based on the info received, evaluation of the returned product it appeared that the device failed due to user related handling of the product and not a manufacturing issue. The pacel bipolar flow directed packing catheter instructions for use (IFU) cautions the user that proper electrical functioning of the device requires that the user handle the flow directed pacing catheter with care. Stretching and/or kinking while wiping may result in damage. The pacel bipolar pacing catheter instructions for use (IFU) stated the user should advance the catheter into the vein and into the heart until the ECG shows contact the endocardial tissue (elevation of the st segment). Electrode position may also be determined by fluoroscopy.